Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, during insertion of the catheter through the sheath, while aspirating, bubbles kept being captured from the syringe. The sheath was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).